Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes, d9. Returned to manufacturer on: 24-feb-2026, h3. Device eval by manufacturer?: yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5161988. The customer reported that they observed 3 lines on the test cartridge, the control line, flu a line, and an additional line below the flu a line. This device produced a negative result with the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. Return samples were received and functionally tested. The results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, and no adverse trend was identified. Based on the information provided by the customer, it is possible that the line underneath the flu a line is the negative control (nc) line. The nc line, which is unmarked on the cartridge, functions to bind with interfering bodies that may be present in a sample and will reduce the chances of these interfering bodies to bind to the other test lines. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a veritor analyzer provided one (1) negative flu a patient result. However, the user visually observed three lines (control line, flu a line and line below flu a) on the test cartridge and questioned the negative result interpreting the result as flu a positive. It was noted the action of visual interpretation of a test cartridge is considered off-label use of the product. There were no health impact or consequences reported. Eua(B)(4).

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a veritor analyzer provided one (1) negative flu a patient result. However, the user visually observed three lines (control line, flu a line and line below flu a) on the test cartridge and questioned the negative result interpreting the result as flu a positive. It was noted the action of visual interpretation of a test cartridge is considered off-label use of the product. There were no health impact or consequences reported. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.